Event description:
It has been reported to philips that the mcs monitor was not functioning. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The customer was performing diagnostic procedure. The procedure was completed as planned after switching on and off the monitor again. Field service engineer (fse) inspected the system onsite and confirmed the cms monitor was not functioning. Review of system log file could not confirm the malfunction. Upon troubleshooting, fse replaced the 19¿ monochrome display. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.